Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to cracked keypad connector traces. No button error alarm noted during testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer's daughter reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.